Event description:
According to the physician, during a neuro-radiology procedure to treat a basilar tip aneurysm, gdc coils were placed in the aneurysm at the basilar artery. During repositioning attempts of the last coil it was impossible to position it exactly in the aneurysm and it stretched. The physician tried then to remove the stretched coil, but a second coil came out of the aneurysm and got stuck with the tip of the tracker excel 14 catheter. The physician had to let a part of the catheter in the basilar artery of the pt. There was no complication and no thrombosis after the intervention, and the pt was under heparin therapy. Through a follow-up by a co representative with the physician on march 16, 2000 target was informed: "about 10 days after the endovascular procedure the pt went to surgery to remove the tracker excel 14 part left inside the basilar artery. The pt was in the intensive care unit and the condition was satisfactory after the surgery procedure."